Event description:
It was reported that during the implant attempt there was difficulty extending and retracting the lead helix. The lead was not implanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4), the full lead was returned and analyzed. It was noted there were helix disengaged from helical channel, blood in/on helix/lobe mechanism (sleeve head), and blood in/on helix/lobe mechanism.